Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The patient's atty did not allege a specific device failure or patient injury and medical records were limited to the patient's operative notes only. We have contacted the initial reporter to request additional information and to request return of the device for evaluation. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the patient's atty: on (B)(6) 2009, the patient was implanted with a non-davol/non-bard mesh during a cystocele repair and suprapubic urethral sling placement procedure for the treatment of stress urinary incontinence. On (B)(6) 2012 the patient underwent hysteroscopy and excision of non-bard/non-davol mesh due to erosion. On (B)(6) 2012 the patient underwent laparoscopic bladder neck suspension with placement of a davol/bard flat mesh. The atty's report alleges permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.